Event description:
A customer reported a system did not have phaco power during a procedure. A system message was displayed after trying to return the handpiece. The system was exchanged to complete the procedure. There was no patient harm.

Manufacturer narrative:
The company representative examined the system and replaced the ultrasound (u/s) printed circuit board (pcb). The system was then tested and met all product specifications. This reported event of a system message (sm) - [tune failed - handpiece voltage low (short circuit)] along with no phaco power is consistent with a know issue with the u/s pcb. When loose tips on the handpiece operate at a high power output, this can cause a current spike on the u/s pcb and damages a component on the board. The u/s pcb has been redesigned to address the issue. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause of the reported event can be attributed to a nonconforming u/s pcb. (B)(4).